Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the superficial femoral artery (sfa). A 5x200mm armada 18 balloon dilatation catheter (bdc) was prepared and advanced into the anatomy with no noted issues; however, the balloon was noted to rupture during the first inflation at 8atm. Therefore, the bdc was removed and a same sized armada 18 bdc was used to continue the procedure. There were no adverse patient effects nor clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.